Event description:
It was reported an infusion of precedex was scanned and programmed into iaware prior to connecting to patient. After the pump was successfully programmed the patients left femoral cvc line was flushed and connected to the medication tubing and the drip was started. After about 15 minutes, patient was checked due to being bradycardic. The infusion rate was reduced, however no improvement in heart rate. The rate was reduced again. Following further assessment of the pump and tubing it was noticed that the medication in the bottle looked low according to the clinician. It was reported about a quarter of the medication left in the bag even though the pump said there was 98ml left to be infused. Infusion was turned off and disconnected it from the patient. No further patient details were reported.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported an infusion of precedex was scanned and programmed into iaware prior to connecting to patient. After the pump was successfully programmed the patients left femoral cvc line was flushed and connected to the medication tubing and the drip was started. After about 15 minutes, patient was checked due to being bradycardic. The infusion rate was reduced, however no improvement in heart rate. The rate was reduced again. Following further assessment of the pump and tubing it was noticed that the medication in the bottle looked low according to the clinician. It was reported about a quarter of the medication left in the bag even though the pump said there was 98ml left to be infused. Infusion was turned off and disconnected it from the patient. No further patient details were reported.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.